Event description:
It was reported that during intra-aortic balloon (iab) therapy a thrombus had adhered to the iab and blood was found in the helium extension tube. Therapy was stopped and the iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The catheter tubing was returned cut in two pieces, approximately 27.4cm from the y-fitting. The pressure and extender tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing, and pressure tubing was performed and 8 leaks were detected on the membrane approximately 3.8cm, 4.1cm, 4.6cm, 6.1cm, (2) 15.5cm, 16.3cm, & 19.1cm from the rear seal measuring 0.1cm, 0.25cm, 0.25cm, 0.8cm, 0.5cm, 0.5cm, 0.25cm, 0.25cm, & 0.25cm respectively in length. The reported blood in tubing was most likely triggered by the leaks found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).